Manufacturer narrative:
Follow-up report indicated that the device was not returned. The manufacturing records were reviewed and no nonconformities were found.

Manufacturer narrative:
Nevro is anticipating the return of the ipg for evaluation. Currently, the device has not been received.

Event description:
It was reported to nevro that a patient had experienced a new pain in his left leg shortly after a revision procedure. The patient had excellent pain relief for his chronic condition, but was explanted as a consequence of the new pain. There were no further reports of complications.